Manufacturer narrative:
(B)(4). Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.

Event description:
Information received by medtronic indicates the insulin pump alarmed the motor error alarm. The customer stated the insulin pump had not been exposed to high magnetic field. The customer was able to successfully clear the alarm and complete rewind. The pump history contained more than one motor error alarm. No harm to the customer reported. The insulin pump was returned for analysis.